Manufacturer narrative:
(B)(4). Batch # n5610n. The analysis results showed that one ats45 device was received with no apparent damaged and with a reload loaded on the device. The reload was receive partially fired and with no damage to the spring lockout. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not fire evenly and did not cut. Procedure completed with same/like device. There was no adverse consequence to the patient.